Manufacturer narrative:
Model number/catalog number: sc-2317-50, serial number: (B)(4), batch/lot number : 21019323, model/catalog description: infinion cx lead kit, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had a hole in the back and was not closing. It was noted that the leads were starting to show and the site was giving off discharge. The patient was placed on antibiotics and underwent an explant procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient had a hole in the back and was not closing. It was noted that the leads were starting to show and the site was giving off discharge. The patient was placed on antibiotics and underwent an explant procedure.